Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) experiencing overheating issues, leading to automatic shutdown was not confirmed in the archive data and functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file did not record any faults or alerts and no power shutdowns were recorded around the event date. The autopulse nxt platform passed the preliminary functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged, and there were no faults or errors. The autopulse functioned appropriately and performed as intended. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse nxt platform passed the final testing without any fault or error.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) is experiencing overheating issues, leading to automatic shutdown. After allowing the device to cool down by removing the battery, the user reinstalled the battery and powered the device back on. However, the board continues to overheat during the operation. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.